Event description:
It was reported that following a coronary artery stenting treatment procedure, a stent was implanted, a dissection and thrombosis occurred. The lesion being treated was located in the left anterior descending artery. The physician deployed a 2.50x20mm promus element plus stent at 11atms for 15 seconds. Angiogram was performed and the stent was well positioned and apposed. The patient was discharged on 60mg effient. Two days later the patient presented with acute angina and thrombosis. Per the physician there may have been a small dissection proximal to the 2.50x20mm promus element plus stent, which may have contributed to the thrombus. The thrombosis was treated by postdilating with a 2.0x12mm and a 2.5x8 nc quantum apex balloon catheters and implanting a 3.0x12mm promus element plus stent in the proximal lad. No further complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at the time of event: 18 years or older.device is combination product.device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).